Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant on (B)(6) 2008 and was revised on (B)(6) 2012 due to loosening and a femoral neck fracture. The pt was implanted with durom us acetabular component and durom femoral component and this is not approved in the us.

Manufacturer narrative:
The use of product combination (durom us acetabular component and durom femoral component) is not approved in the us. This case is an off-label use, hence there will be no further investigation done. Zimmer (B)(4) will consider this case as closed. (B)(4).